Manufacturer narrative:
The returned product consisted of a maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 85.2cm distal of the strain relief. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that a kink occurred. The 90% stenosed, 2.00x16mm target lesion was located in a moderately tortuous and calcifying left anterior descending artery. The 2.00mmx15mm maverick was advanced but the shaft kinked and the device was removed. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.